Manufacturer narrative:
The event of a system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference# 1627487-2020-32394. It was reported the patient experienced ineffective stimulation. Reprogramming attempts were unsuccessful. As a result, the physician explanted the patient¿s entire system. The exact date of explant is unknown.